Event description:
It was reported that the right atrial (ra) lead exhibited high, out-of-range pace impedance measurements of greater than 3000 ohms and loss of capture. Manipulation of the ra lead produced noise. The patient was a farmer and sustained a hard fall off their tractor a some weeks previous, hitting hard upon the chest. The fall was the suspected cause for the issues with the ra lead. Technical services (ts) was contacted, and ts discussed programming options. The ra remains in service. No adverse patient effects were reported.